Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. Patient stated that on the night of (B)(6) 2018, they had a severe life-threatening hypoglycemic event while they were asleep that resulted in a seizure. Patient awoke several hours later to her morning alarm still hypoglycemic. Patient stated that the current version of the g5 mobile application operating system mute override function did not work at the time of the event. She indicated that from her data, the event occurred between 1:00am-2:00am and the fall rate, low and urgent low alerts did not go off. She also indicated that her blood sugar dropped below 40 mg/dl. At the time of the reported event, patient was still recovering. Additionally, patient was unaware that the update to the g5 mobile application disables the mute override function. No additional patient or event information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.